Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported prior to the implant procedure that a visual inspection of the right ventricular (rv) lead revealed foreign material on the distal end of the rv coil as well as the same material on the lead anode. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.